Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding/ bleeding") and intra-abdominal haemorrhage ("blood and fluid in belly") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("blood and fluid in belly"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), pyrexia ("fever"), gastrointestinal disorder ("intestine fell inside"), weight increased ("weight gain"), alopecia ("hair loss") and loose tooth ("will loose all my teeth"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal haemorrhage, intra-abdominal fluid collection, abdominal pain, vulvovaginal pain, abdominal pain lower, pyrexia, gastrointestinal disorder and loose tooth outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, gastrointestinal disorder, genital haemorrhage, intra-abdominal fluid collection, intra-abdominal haemorrhage, loose tooth, pelvic pain, pyrexia, vulvovaginal pain and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s social media: fever, blood and fluid in belly, intestine fell inside, weight gain, hair loss and will loose all my teeth. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events fever, blood and fluid in belly, intestine fell inside, weight gain, hair loss and will loose all my teeth were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding/ bleeding") and intra-abdominal haemorrhage ("blood and fluid in belly") in a female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1975, breast reduction, cholecystectomy and arthritis. Previously administered products included for an unreported indication: albuterol. Concurrent conditions included vulvovaginitis, scabies, herpes simplex, breast mass, sexually transmitted disease, blood in stool, gastritis, obesity, stomach pain, gastritis, nicotine dependence, overanxious disorder of childhood and nabothian cyst. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2017, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding: (vaginal, menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced loose tooth ("will loose all my teeth / dental problem") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In 2015, the patient experienced rash ("rashrashes or skin conditions: rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("blood and fluid in belly"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / left side "), pyrexia ("fever"), gastrointestinal disorder ("intestine fell inside"), weight increased ("weight gain"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, alopecia, loose tooth, nausea, fatigue, dysmenorrhoea and back pain was resolving and the genital haemorrhage, intra-abdominal haemorrhage, intra-abdominal fluid collection, abdominal pain, vulvovaginal pain, pyrexia, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, cystitis, rash, migraine, headache, irritable bowel syndrome, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, intra-abdominal fluid collection, intra-abdominal haemorrhage, irritable bowel syndrome, loose tooth, menorrhagia, migraine, nausea, pelvic pain, pyrexia, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the device was in good position with one trailing coil on the patient's right side. A similar fashion was used on the patient's left side, with three trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . (B)(6) 2016:addendum to the pel vic ultrasound performed trans abdominally and transvaginal: impression: essure devices as described, here the right sided essure device is better visualized than the left sided essure device. The left sided essure device was only clearly demonstrated on the transvaginal portion of the study with certainty and was not clearly demonstrated to project beyond the uterine outline into the adjacent left adnexal region . Concerning the injuries reported in this case, the following ones were described in patient¿s social media: fever, blood and fluid in belly, intestine fell inside, weight gain, hair loss and will loose all my teeth. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, bladder infection, migraines , adaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, ibs, are added. Lab data & lot nunber updated. Historical & concomitant drugs , conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding/ bleeding") and intra-abdominal haemorrhage ("blood and fluid in belly") in an adult female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 1975, breast reduction, cholecystectomy and arthritis. Previously administered products included for an unreported indication: albuterol. Concurrent conditions included vulvovaginitis, scabies, herpes simplex, breast mass, sexually transmitted disease, blood in stool, gastritis, obesity, stomach pain, gastritis, nicotine dependence, overanxious disorder of childhood and nabothian cyst. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2017, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding: (vaginal, menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced loose tooth ("will loose all my teeth / dental problem") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In 2015, the patient experienced rash ("rashrashes or skin conditions: rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("blood and fluid in belly"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / left side"), pyrexia ("fever"), gastrointestinal disorder ("intestine fell inside"), fatigue ("fatigue") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, alopecia, loose tooth, migraine, nausea, fatigue, dysmenorrhoea and back pain was resolving and the genital haemorrhage, intra-abdominal haemorrhage, intra-abdominal fluid collection, abdominal pain, vulvovaginal pain, pyrexia, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, cystitis, rash, headache, irritable bowel syndrome, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, intra-abdominal fluid collection, intra-abdominal haemorrhage, irritable bowel syndrome, loose tooth, menorrhagia, migraine, nausea, pelvic pain, pyrexia, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the device was in good position with one trailing coil on the patient's right side. A similar fashion was used on the patient's left side, with three trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. (B)(6) 2016:addendum to the pel vic ultrasound performed trans abdominally and transvaginal: impression: essure devices as described, here the right sided essure device is better visualized than the left sided essure device. The left sided essure device was only clearly demonstrated on the transvaginal portion of the study with certainty and was not clearly demonstrated to project beyond the uterine outline into the adjacent left adnexal region . Concerning the injuries reported in this case, the following ones were described in patient¿s social media: fever, blood and fluid in belly, intestine fell inside, weight gain, hair loss and will loose all my teeth. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2018: pfs received. Outcome of event "migraines" outcome updated to "recovering / resolving" from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding/ bleeding") and intra-abdominal haemorrhage ("blood and fluid in belly") in a female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1975, breast reduction, cholecystectomy and arthritis. Previously administered products included for an unreported indication: albuterol. Concurrent conditions included vulvovaginitis, scabies, herpes simplex, breast mass, sexually transmitted disease, blood in stool, gastritis, obesity, stomach pain, gastritis, nicotine dependence, overanxious disorder of childhood and nabothian cyst. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2017, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding: (vaginal, menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced loose tooth ("will loose all my teeth / dental problem") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In 2015, the patient experienced rash ("rashrashes or skin conditions: rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("blood and fluid in belly"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / left side "), pyrexia ("fever"), gastrointestinal disorder ("intestine fell inside"), weight increased ("weight gain"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy,). Essure (ess205) was removed on(B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, alopecia, loose tooth, nausea, fatigue, dysmenorrhoea and back pain was resolving and the genital haemorrhage, intra-abdominal haemorrhage, intra-abdominal fluid collection, abdominal pain, vulvovaginal pain, pyrexia, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, cystitis, rash, migraine, headache, irritable bowel syndrome, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, intra-abdominal fluid collection, intra-abdominal haemorrhage, irritable bowel syndrome, loose tooth, menorrhagia, migraine, nausea, pelvic pain, pyrexia, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the device was in good position with one trailing coil on the patient's right side. A similar fashion was used on the patient's left side, with three trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (B)(6) 2016:addendum to the pel vic ultrasound performed trans abdominally and transvaginal: impression: 1. Essure devices as described, here the right sided essure device is better visualized than the left sided essure device. 2. The left sided essure device was only clearly demonstrated on the transvaginal portion of the study with certainty and was not clearly demonstrated to project beyond the uterine outline into the adjacent left adnexal region concerning the injuries reported in this case, the following ones were described in patient¿s social media: fever, blood and fluid in belly, intestine fell inside, weight gain, hair loss and will loose all my teeth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.